Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had downstream occlusion occurred at or before first clinical use and was an out-of-box failure in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of "downstream occlusion" was not reproduced. The device was tested for downstream occlusion and it passed. A review of the event history log (ehl) revealed occurrences of downstream occlusions messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified through log review however the force sensor scale factor calibration was found within specification. No cause was identified however the force sensor scale factor will be calibrated as a known contributor to downstream occlusion. Should additional relevant information become available, a supplemental report will be submitted.